Manufacturer narrative:
The devices were returned to the factory for evaluation. They showed no signs of clinical usage or evidence of blood. The delivery device was returned outside of the loading device. The tension spring assemblies, seals and the anchor tabs were located inside the body of the loading devices. The green slide locks were locked and the white plungers were not depressed on the delivery devices. Based upon the evaluation results, the reported complaints were confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the heartstring iii seals failed to deploy properly. A replacement device was used to complete the procedure. The hosp did not report any pt effects.